Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Event description:
Literature article entitled, ¿single use instruments for implanting a contemporary total knee arthroplasty system are accurate, efficient, and safe¿ by william d. Bugbee, md, et al, published by journal of arthroplasty (2020), 5 pages, https://doi.org/10.1016/j.arth.2020.07.025, was reviewed. The purpose of this study is to compare the performance of single use instruments (sui) to traditional reusable mechanical instrumentation (rui) in standard primary attune tka in 78 procedures performed across 4 institutions between november 2015 and december 2018. There were 44 procedures performed with sui and 34 procedures performed with rui. Depuy components: attune primary total knee including a femoral component, tibial tray, tibial insert, and resurfaced patella. The authors used both cruciate retaining fixed bearing and posterior stabilizing fixed bearing constructs but did not specify the constructs in the results. The cement utilized was unknown. There were no adverse events associated with the instrumentation in either group. The treatment for the following postoperative complications was not specified by the authors: rui group results: 2 cases of arthrofibrosis. 1 local allergic reaction. 1 systemic post-operative infection. 1 deep vein thrombosis. I case of post-operative trochanteric bursitis. Sui group results: 1 case of arthralgia. 1 report of a decrease in range of motion postoperatively. 1 unspecified infection. There were no reports of knee product or instrumentation deficiency. The treatment for the above adverse events is unknown.